Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported vision post cataract surgery with intraocular lens implant of the left eye is blurry. The patient reports his eyes are straining and vision is "light struck" and washed out. He reports is vision is far worse then it was prior to surgery and is not able to achieve a sharp focus at any distance. The patient reports blurry hazy vision, halos, and a ghost double image on edges. These vision issues interfere with working equipment safely and seeing road signs while driving until they are closer then 20 feet away. Additional information received; the patient reports prescription single focus lenses are not helping much and the patient cannot see highway signs soon enough to react. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, the patient reports a lens exchange. Also indicating, he can no longer drive. And feels he was better off prior to cataract surgery.